Event description:
It was reported that the patient called about low flow events after a day of working outside carrying heavy bricks and equipment. Flows were only 1.8 lpm. The patient was asymptomatic. The patient was instructed to increase fluid intake since they were possibly dehydrated. Upon follow up, flows remained low, pulsatility index (pi) was 2.9, and power was 3.6 watts. The controller was exchanged but low flow events continued. The patient was instructed to come to the emergency room. Computed tomography (CT) showed reduction in outflow graft diameter and an outflow graft thrombosis was suspected. The patient returned to the operating room on 15aug2022 for explorative surgery.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
Additional information stated that a sternotomy and graft revision were performed. The cause of the outflow graft obstruction was determined to be material buildup between the graft and the bend relief and the cause of the low flows was determined to be the outflow graft obstruction. The patient was stable at home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow events and a reduction in outflow graft diameter could not be confirmed through this evaluation, as no log files or images were submitted, and the device remains in use. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) (rev. C) and the heartmate 3 lvas patient handbook (rev. D) are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low flow and/or bleeding. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.